Event description:
This system was explanted because of an infection. Pocket area revealed a pustule. The leads were sent to the hospital's pathology department. Other parts to this system are: philos ii dr, MDR 1028232-06-0186, selox sr 45, MDR 1028232-06-0188.